Manufacturer narrative:
(B)(4). Batch # n91z8k. The batch history records were reviewed and the manufacturing criteria were met prior to the release of this batch. Attempts have been made to obtain the following information. To date no response has been provided: on what anatomical structure was the device used? Was it used on the main pulmonary artery? Why was the max button utilized to transect this vessel? Did the surgeon have proximal and distal control before taking the vessel? Did the surgeon see any visual effect of sealing? Did the surgeon hear the tone prior to advancing blade? How was the issue addressed? What is the current patient status?

Event description:
It was reported that the device was used during a video assisted thoracoscopy procedure. While transecting the pulmonary artery using the harmonic ace36+ with att, the surgeon used the max button setting and the energy device transected through the artery without it sealing at all. The surgeon had to convert from thoracoscopy to a thoracotomy to control the bleeding.